Event description:
It was reported that just after unpacking the device, a hole was detected on the band, making the band unusable. There was no patient consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.